Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the asymptomatic patient presented in clinic for a routine follow up on 4/20/2018. Upon review, the left ventricular lead exhibited high capture threshold and no capture. A chest x-ray was performed which noted lead dislodgement. On (B)(6) 2018, the lead was explanted and replaced. The patient was stable throughout.